Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. The lesion was predilated with a non-bsc balloon catheter. The physician advanced a 2.50 x 28mm promus element monorail drug-eluting stent, but was unable to cross the target lesion. After several unsuccessful attempts to cross the lesion, the physician notes that the tip of the stent was bent. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. The lesion was predilated with a non-bsc balloon catheter. The physician advanced a 2.50 x 28mm promus element monorail drug-eluting stent, but was unable to cross the target lesion. After several unsuccessful attempts to cross the lesion, the physician notes that the tip of the stent was bent. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device revealed that the tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. There was no damage to the crimped stent. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the guide wire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).